Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, the physician observed very unstable impedance and sensing measurements when connected to the device. Noisy signals were also observed, despite a suitable lead position. The physician suspected a potential conductor fracture, and exchanged the lead to resolve the event. No adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description).

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, the physician observed very unstable impedance and sensing measurements when connected to the device. Noisy signals were also observed, despite a suitable lead position. The physician suspected a potential conductor fracture and exchanged the lead to resolve the event. No adverse patient effects were reported. Information has been requested regarding the product return, but no further details were able to be provided. Should this lead be returned in the future, this record will be updated with analysis results.